Event description:
It was reported that, removed patella component due to alleged cement fracture.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.